Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6. Photo analysis it is not possible to determine the lot number or catalog through the photos provided. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ deformation: no observed. ¿ pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "rupture, deformation and pain in the chest" confirmed via ultrasound. Healthcare professional later reported "changes in shape and density". This record is for the right side. Device was explanted and replaced with another's manufacturer device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Company representative reported "rupture, deformation and pain in the chest" confirmed via ultrasound. This record is for the right side. Device remains implanted.